Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was submerged in water and then he saw a zero on the screen and because nothing was happening had to remove the battery. The customer confirmed the device does not have any cracks but there is condensation under the lcd screen. Blood glucose value was 104 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.